Manufacturer narrative:
The sales associate reported that the implants were discarded by the hospital and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, see also 1032347-2015-00335 and 1032347-2015-00337.

Event description:
A tmj revision surgery was identified through the receipt of a new fossa tracking card. It is reported the biomet joint was implanted on (B)(6) 2012 and this was a bilateral revision of a joint manufactured by another company that had been in place approximately five (5) years. After the patient complained of squeaking on the left side; a revision surgery was performed on (B)(6) 2015. The surgeon explanted the fossa and inspected it for wear, the sales associate reports nothing out of the ordinary was identified and the part appeared essentially new. As a precaution the surgeon implanted a new fossa and new screws. The mandibular component on the left side was not removed as it appeared to be well fixated, however the surgeon added a few screws in the mandibular component as a precaution. No parts were explanted or implanted on the right side.